Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the pump was removed due to an infection. No further complications were anticipate/reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.